Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. The lead was returned with no reported event. As received, only the connector segment of the lead was returned for analysis. Two lead-to-can external insulation abrasions breaching outer insulation and exposing outer coil were noted [ at 5.4 cm to 5.8 cm (fig.2) and 6.9 cm to 7.2 cm from the connector pin] between the cut end and the connector boot. Electrical tests did not find discontinuities or short on any conduction paths. Other damages on this piece were consistent with procedural damages.

Event description:
This report is to advise of an event observed during analysis.